Event description:
It was reported that patient underwent sling procedure on an unknown date and mesh was inserted. Following insertion, the patient experienced vaginal erosion. The patient is awaiting tape excision. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.